Event description:
While the nurse was placing the loation pad in the mounting bracket,she dropped it and it fell on her foot resulting in a fractured toe.she wore a walking cast and has recovered with no permanent damage.